Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7503814.

Event description:
It was reported that the patient experienced inadequate therapy due to lead migration. To address the issue, the lead was replaced via surgical intervention (B)(6) 2024. It is unknown which lead migrated.